Event description:
It was reported that while using bd facsymphony¿ so waste leaked outside of instrument. There was no user impact. It was reported that there is leaking from the bottom. Caller did a prime and she could hear a gurgling sound. Sounds like a waste line rupture. No spray and was not under pressure. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? Unknown. Was proper ppe being worn at time of leak and during clean up? Yes.

Manufacturer narrative:
After further review MFR# 2916837-2021-00207 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsymphony¿ so waste leaked outside of instrument. There was no user impact. It was reported that there is leaking from the bottom. Caller did a prime and she could hear a gurgling sound. Sounds like a waste line rupture. No spray and was not under pressure was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? Unknown. Was proper ppe being worn at time of leak and during clean up? Yes.